Manufacturer narrative:
Additional information was received that, the date of event occurred on (B)(6) 2024. The balloon was tested prior to insertion. The defective catheter was removed by the surgeon and another catheter was used. There were no additional unplanned procedures. There was no patient injury.

Manufacturer narrative:
The fogarty catheter was expected to be returned for evaluation but was not returned. Without the return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. An engineering evaluation was completed to assess for any manufacturing related processes which could be correlated to the complaint. The suspect unit was not returned for evaluation; therefore a product non-conformance or device failure could not be confirmed. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
It was found that this complaint is a duplicate report of report ID: 2015691-2024-08383. A follow up correction is being submitted and the complaint will be voided as the investigation was completed under the complaint associated with report ID: 2015691-2024-08383.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the results become available. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during a thrombectomy procedure, the dr. Was using the 120602f fogarty catheter and the balloon popped. The wire got stuck in the artery. No further details provided.